Event description:
Customer reportedly received the following results on the same device within 10 minutes: 496 mg/dl, 349 mg/dl, and 115 mg/dl. No high blood symptoms reported. No adverse event reported. No quality controls used. No action was taken based on device results. Requested return of suspect device and replacement was sent.